Event description:
A customer reported a system message displayed during a procedure. Add'l info received indicated the handpiece would not tune during surgery. After rebooting the system, the case was completed with a 15-20 minute delay. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).